Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted evidence of two arc marks on the case. An x-ray found damage to high voltage capacitor area. A series of electrical tests was also performed, and the device failed to perform the diagnostic tests. Also, the analysis of the returned electrode found melting consistent with shocking to the case. Laboratory analysis concluded the damage to the pulse generator is due to the environment outside of the device.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system gave both a charge-time error and a long charge error message. The shock impedance has been around 20 ohms since may. The device sensing is poor. A review of the device downloaded memory was done by technical services. It was determined that the device is unable to charge and deliver therapy. The pulse generator appears to be damaged; this could be due to shocking into shorted leads. Technical services advised to replace the product. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system gave both a charge-time error and a long charge error message. The shock impedance has been around 20 ohms since (B)(6). The device sensing is poor. A review of the device downloaded memory was done by technical services. It was determined that the device is unable to charge and deliver therapy. The pulse generator appears to be damaged; this could be due to shocking into shorted leads. Technical services advised to replace the product. There were no adverse patient effects. The device remains implanted.

Event description:
It was reported that the system gave both a charge-time error and a long charge error message. The shock impedance has been around 20 ohms since may. The device sensing is poor. A review of the device downloaded memory was done by technical services. It was determined that the device is unable to charge and deliver therapy. The pulse generator appears to be damaged; this could be due to shocking into shorted leads. Technical services advised to replace the product. There were no adverse patient effects. The device remains implanted.